Event description:
It was reported that the inflatable penile prosthesis (ipp) device was to be removed and replaced on a future date due to unspecified reasons. Additional information was received that the device is to be replaced on (B)(6) 2020 because the device is not inflating. There were no patient symptoms or complications. Further additional information was received indicating the revision procedure was performed at which time all components were explanted and replaced.